Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 447 mg/dl. The customer had run out of supplies and insulin prior to the ER visit. The patient was treated with IV fluids and subcutaneous injections. The customer was not wearing the insulin pump during the hospitalization, but had been off of the device for less than 48 hours prior to the event. The insulin pump will not be returned for analysis.